Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-10 alarm was identified during a review of the alarm log. The force sensing resistors on channel one (1) were found out of specification. The damaged fsr¿s were replaced to resolve the issue. The device was returned to the customer in good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a check loading set alarm. During product service by a service technician, a flo-gard infusion pump presented an f-10 (misloaded tubing was detected) alarm. There was no patient involvement. No additional information is available.